Event description:
Pt reported experiencing persistent high blood glucose (>498 mg/dl), for the past 2-3 months. Additionally, they reported that a recent hba1c test came back unusually high (value not provided), prompting their physician to conclude that the device is not delivering the correct amount of insulin. No error messages were generated by the device. Pt's physician recommended that pt discontinue use of the device, and switch to insulin injections. Pt indicated that they have attempted to self-treat high blood glucose by supplementing their normal infusion therapy with insulin injections.